Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. Customer administered a manual injection to address high bg. No additional information was provided for alternate method of insulin therapy.